Manufacturer narrative:
Evaluation summary: product evaluation: the product was returned for analysis and the reported complaint was observed. The iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. Optic is nicked/chipped and scratched/ marked - rejectable. The complainant indicates the use of a viscoelastic which is not qualified for use with associated iol/ cartridge combination. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instruction of qualified iol delivery system product combinations, as the customer states the use of non-qualified viscoelastic. The use of nonqualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic broke during implantation requiring the iol to be removed from the eye. The surgery was not completed. Awaiting a replacement lens.